Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated sodium (na) result was obtained on patient sample on the dimension exl with lm instrument. According to the customer, quality control (qc) was within acceptable range when the sample was processed. Siemens suspected that the x-3 waste tubing vent overflowed, but the leak was contained within the system. Siemens remotely assisted the customer in troubleshooting the instrument. As per a siemens specialist's instruction, the customer checked the pump motor and determined it was dry. Then, the customer was instructed to replace the x-3 waste line tubing. Next, the customer checked the vacuum and determined it was not aspirating. Since the vacuum did not aspirate fluid, the customer styletted the drain port and integrated multisensor technology (imt) tubing to clear the blockage and primed fluids. Then, the customer ran qc, which recovered acceptably. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. This result was reported to the physician(s). The sample was repeated on an alternate dimension instrument and the repeat result was lower than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.